Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon device interrogation it was noted that the right atrial lead exhibited a polarity switch due to low impedance and sensing values. Lead noise was also noted to be reproducible with isometric exercises. No interventions were reported. The patient was in stable condition.